Manufacturer narrative:
The customer technical specialist (cts) confirmed this reported issue did not impact patient results, all samples were rerun on a backup analyzer and all results correlated. The cts assisted the customer with reconnecting a loose tubing to y-fitting. The cts confirmed the loose tubing was at feed thru fitting (ff27) to y-fitting (complete blood count (cbc) lyse and white blood cell (wbc) sample delivery to the wbc bath). The field service engineer (fse) was dispatched to assess the instrument. The fse discovered the customer had performed the repairs prior to the fse's arrival. The fse could not duplicate the reported problem. The fse made slight adjustments to the probe block travel to address customer's concern. The fse performed startup and controls; both were within specifications and no leaks or errors were noted. The fse verified the instrument and the instrument was returned to normal operation. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported the instrument generated "low vacuum" error and 3 ml of clear liquid leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.